Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/27/2017 that on (B)(6) 2016 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, no issues related to the customer's complaint were observed in the course of the log review. A global receiver functional test was performed and failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and failed. The reported event of no vibration was confirmed. The root cause was determined to be a defective vibrator motor assembly.